Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they were aware of the high impedances on 10/22/23. The cause of the fall was unknown. To resolve the loss of benefit and high impedance issue, they reprogrammed the patient to electrodes under 4k. Rep sent an additional email clarifying that the cause of the fall, loss of benefit, and high impedances were unknown due to pt claiming more than one fall happened. The pt was reprogrammed, but the issue was not resolved. Rep reported the pt will be having a lead revision. The information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Caller reported the pt had a fall about a month ago and since then has had a lack of therapeutic benefit. The caller stated they ran impedance test today and saw high impedances on 0,1,3,9 ,10,12,15 and referenced 0 and saw all >40k ohms, reference 1 contact 2 33xxohms, 3 24xxxohms. Caller noted the pt seeing 'settings not available' screen when trying to increase stim. Agent reviewed options as far as reprogramming, using viable contact pairs and possible revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they spoke with the scheduler. No plans have been made to revise the leads at the time.